Event description:
It was reported that the inside sterile cover of the bone cement was found to be in an open condition. The outer box and the unsterile pack were in good condition and untampered with, only the inside sterile packaging was opened. There were no adverse patient events and delay of surgery reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section has been updated : event, common device name, initial reporter name and address:, initial reporter health professional, initial reporter occupation, MFR site, report source, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. Corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The received pictures analysis confirm the event reported by the customer. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that various biomet bone cement were found where the inside sterile cover was found to be in an open condition. The outer box and the unsterile pack was in good condition and untampered with, only the inside sterile packaging was opened. There were no adverse patient events and delay of surgery reported.